Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to exit the "preparing to prime" loop despite 4 rewinds. The patient's blood glucose at the time of incident was 67 mg/dl. The customer also had a high blood glucose in the 400 mg/dl range. During troubleshooting the customer was unable to receive a second series of beeps or numbers on the screen despite holding act. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind and displacement test. However, unable to prime unit during the prime test and prime alarm during basic occlusion test due to slightly loose drive support disk. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Device received with broken battery tube threads and minor scratches on lcd window.